Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hypoglycemia with a lowest blood glucose (bg) of 50 mg/dl approximately five hours after a dinner meal announcement. The user treated the low with apple juice and a glucose shot. The user did not require outside assistance and bg values were in range at the time of follow-up. No medical intervention was required.